Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not understand what insulin on board (iob) or what time remaining meant on the pump. Reportedly, customer had been over bolusing thinking that basal delivery would show up on the iob. Tandem¿s technical support educated customer that basal delivery would not show on iob. Customer¿s blood glucose lowered from 94 mg/dl to 80 mg/dl. During a follow up with the customer, customer¿s bg was stable. Recommendation was made for the customer to contact a healthcare provider.